Manufacturer narrative:
The pump was received with a critical pump error and a pump error 35 was present in the history and trace files due to corrosion on the force sensor. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests due to the critical pump errors. The pump was received with a scratched casing, minor scratches on the lcd window, a missing display window cover, a pillowing keypad overlay, a cracked case on the battery tube area, a peeling end cap address label, moisture damage on the motor assembly and corrosion on all electronic assemblies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed critical insulin pump error. Customer's blood glucose was 3 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.